Event description:
It was reported that during percutaneous transluminal angioplasty, a catheter stuck on the guide wire occurred. Vascular access was gained via the femoral artery. The target lesion was located in an unspecified vessel of the lower leg. The 3.0mm x 220mm x 150cm coyote balloon catheter became stuck on the 300cm v-14 controlwire guide wire. The balloon catheter and the guide wire were removed as a single unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the coyote catheter was received with tip damage. The inner shaft was buckled inside the hub port and extending 21.5cm. The balloon was bunched-up 27mm and 47mm from the proximal balloon bond. The guidewire was protruding 2cm from the distal tip. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty, a catheter stuck on the guide wire occurred. Vascular access was gained via the femoral artery. The target lesion was located in an unspecified vessel of the lower leg. The 3.0mm x 220mm x 150cm coyote balloon catheter became stuck on the 300cm v-14 controlwire guide wire. The balloon catheter and the guide wire were removed as a single unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.